Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the au680 clinical chemistry analyzer. The erroneous results were reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.